Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a catheter. The customer reports that when the patient removed his catheter, it broke and a piece remained in the patient's bladder. The catheter broke on the top part before the heat part. Medical intervention was necessary to remove the remaining piece inside the patient.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
This product is supplied by an outside vendor. The complaint sample was returned to the supplier for investigation. Based on the supplier's response, visual inspection of the returned catheter found that the catheter is broken about 21cm from the distal end. The broken surface is very indented. The shaft was tested for tensile strength and the result was within specification. A root cause identified was user related damage, possibly due to excessive force. The supplier has not identified anything in their manufacturing process that could have led to the reported condition. As part of the manufacturing process the supplier performs 100% visual inspection of the catheters. A review of the device history record could not be completed as the lot number was not reported. As no complaint trend exists and no manufacturing related root cause has been identified, no further action is deemed necessary at this time. This complaint will be maintained in our database for tracking and trending purposes.